Event description:
On (B)(6) 2010, this pt underwent endovascular repair of a thoracic aneurysm of the aortic arch using a conformable gore tag thoracic endoprosthesis. The physician reported that f/u imaging taken on (B)(6) 2013, showed what appeared to be a type I endoleak. Images of the scan on (B)(6) 2013 as well as images taken on (B)(6) 2012, were sent to gore imaging svs for eval. The imaging eval performed by gore discovered aneurysm growth, from 58mm on images dated (B)(6) 2012, to 69mm on images dated (B)(6) 2013. There also appears to be a change in the location of the proximal end of the device, when a comparison is made between the 2012 and 2013 images. The 2013 images appear to show the proximal end of the implanted device within the lesion. Also, contrast appears to be surrounding the proximal end of the device and pooling within the lesion, which is consistent with a proximal type I endoleak. The proximal end of the device does not appear to be touching the wall of the aorta. The pt was lost to f/u. It is not known if an intervention to address the endoleak and aneurysm enlargement has occurred.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.